Manufacturer narrative:
The pump passed the displacement test however, pump alarmed compromised force sensor system during the prime/compromised force sensor system test at 4 lbs due to faulty fsr (gold). Unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to compromised force sensor system alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 154 mg/dl at the time of the incident. Customer also stated that they were able to clear the alarm and not able to complete rewind the insulin pump. The insulin pump will be returned for analysis.